Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked reservoir tube lip and scratched display window during visual inspection. No dents noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 106 mg/dl. The mother stated that her daughter fell on the pump itself. The customer stated that the pump looked bruised. The customer stated that there is a dent on the front side of the b button and escape button. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.